Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient didn¿t charge their ins for a week and felt like it wasn¿t working. They said they had been charging for 2 hours and it was still blinking at the first quartile. The patient stated they saw the ¿call your doctor¿ code, but couldn¿t recall the exact code. The patient stated sometimes the stimulation shut off on its own and when they went to check it the ins was showing low. They stated their symptoms also seemed to be coming back. They thought it was because the stimulation had been shutting off. The patient mentioned that their insr was blank, but when plugged into the wall it was confirmed the insr was charging properly. The patient then initiated a charging session and confirmed they had full coupling but it was blinking at the ¼ mark. They said their coupling boxes were only sometimes full. Information was reviewed with the patient about charging the insr and ins more frequently to avoid the stimulation shutting off due to low ins battery. There were no further complications reported.